Event description:
It was reported that during an internal fixation surgery, the tip of the medium hexdriver broke an remains inside the screw head in the patient body. There is no plan to additional surgery to remove the piece as the patient is old. The procedure was resumed using the same device. No further consequences were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed the threads (tip) of the internal shaft broke off, the shaft is stuck inside the external hexdriver and cannot be removed. The broken piece of the threads was not returned. The device shows signs of extensive wear and use. The clinical/medical investigation concluded that, based on the information provided, an user error cannot be ruled out as the likely cause of the reported adverse event. The non-implantable tip of the medium hexdriver remains inside the implantable screw head inside the patient. It was not reported if the broken tip inside of the screw was secured. Therefore, we cannot rule out the possibility of micro-motion and/or migration, pain, and skin irritation. Although, we cannot determine the impact of the non-implantable foreign body. No other complications were reported. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices revealed that visually inspecting for damage or wear, including components in their disassembled state prior to re-assembly as well as ensuring components are re-assembled securely is indicated. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.